Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during manual prime process. The customer¿s blood glucose level was unknown. The customer also stated that the squirting only happens when he primes the tubing but it stops once he releases the act. The customer also stated that it happened a couple times. The insulin pump will not be returned for analysis.